Event description:
A 28mm x 16mm x 16.5cm medtronic ave aneurx bifurcated stent graft was selected for use in a pt with iliac occlusive disease. Prior to use of the aneurx product, an aorto-femoral angiogram was performed, demonstrating diameter of iliac arteries to be approximately 6 mm. In add'l to the small diameter to the iliac artery, there was a stenotic lesion located in the iliac at the origin of the right hypogastric artery. The iliac artery was then predilated with a 16 fr. Dilator and a 22 fr. Dilator. The stent graft delivery system was then inserted, but it was not possible to advance through the iliac artery. Therefore, the iliac stenosis was predilated with 7 and 8mm percutaneous angioplasty balloons. The stent graft delivery system was reinserted, but still unable to advance through the iliac artery. No further attempts were made to advance the aneurx delivery system into the iliac artery and the pt was converted to open surgical repair of the aneurysm. There were no add'l clinicial sequelae reported relative to the event. The pt is reportedly doing fine.